Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information will be reported. Device malfunctioned intra-operatively and was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery, the surgeon tried to insert the femoral neck screw into the nail. The screw was catching in the insertion hole, the surgeon tried another screw, the same size with exact outcome. The surgeon switched and used a helical blade in which it worked without a problem. The parts were disposed of in the sharps bin, and are no longer available. Concomitant reported parts: 1x unknown guidewire, 1x unknown nail. This complaint involves 2 parts. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: 12mm 130 degree cannulated tfn nail 440mm-left (456.485s, lot l639325, quantity 1).

Manufacturer narrative:
DHR review was completed. Manufacturing location: (B)(4), manufacturing date: 03-apr-2017, expiration date: 01-mar-2027, part #: 04.032.105s, lot #: h325743 (sterile) - 11.0mm ti troch fixation nail screw/105mm - sterile. Quantity (B)(4). Component parts reviewed: 21012 - raw material lot bp-80 lot ¿ h300859. Raw material for titanium received from (B)(4) company. (B)(4) company certified test report and (B)(4). Certificate of analysis, and raw material receiving/ putaway checklist meet requirements. Inspection sheet for in-process inspection / final inspection met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ customer quality conducted an investigation of the returned device. While no visual evidence of the reported complaint condition of misalignment was provided via radiographic image, the returned screw shows post manufacturing damage in the form of wear /spiral score marks through the gold anodize layer revealing the base metal (titanium aluminum niobium (tan) substrate) which indicates contact with another metallic device during advanced rotations/revolutions. Therefore this complaint is confirmed. But because the remaining devices in the construct used were not returned, the complaint was not able to be replicated at customer quality (cq). No new malfunctions were identified as a result of the investigation. Tabulated product drawing for the family of trochanteric fixation nail screws was reviewed during this investigation. No product design issues or discrepancies were observed. The outside diameter of the returned screw near the distal most post-manufacturing wear/score marks measured ø9.69mm at cq which is within specification of ø9.70mm +/-0.05mm per tabulated product drawing. The outside diameter of the returned screw near the proximal most post-manufacturing wear/score marks measured ø10.83mm at cq which is within specification of ø10.85mm +0.02/-0.03mm per tabulated product drawing. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material was determined to be conforming at the time of manufacture based on review of the DHR. No product design issues or discrepancies were observed. It is not possible to determine a definitive root cause for this complaint. However, per the complaint description "the surgeon thinks he was doing something wrong, a possible problem might be a bent guidewire. This was disposed of in sharps bin so they are no longer able to check." Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: event description, concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a surgical procedure to implant the trochanteric fixation nail (tfn) system on (B)(6) 2018, surgeon was not able to insert the femoral neck screw into the nail, as the screw was catching on the insertion hole. Surgeon then attempted with another screw of the same size but received the same results. Surgeon then opted to use the helical blade instead of the screw. The helical blade was inserted with no problem. Surgery was completed successfully with a delay of approximately 10 minutes. Concomitant devices reported: 12mm 130 degree cannulated tfn nail 440mm-left (456.485s, lot l639325, quantity 1). This report is for one (1) 11.0mm trochanteric fixation nail screw 105mm. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
(B)(4) was submitted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.